Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that large amounts of toxic cobalt-chromium metal ions and particles were released into patients blood, tissue, and bone surrounding the implant. As a result, patient has been experiencing severe pain, discomfort, and inflammation in thigh and groin. Patient also experiences a popping and snapping sensation in hip-joint when walking or moving to and from a sitting position. There is no mention of revision surgery. Patient is a resident of (B)(6). Update: 12/10/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
(B)(4). Added: expiration date.